Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak inside the access 2 immunoassay system and there was dried buffer in the bottom of the instrument. There was no report of injury or exposure and no erroneous patient results were generated.

Manufacturer narrative:
The customer did not attempt to clean dried buffer from the bottom of the instrument and did not run the instrument since the discovery. The customer asked for service to do so. A field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse discovered that the source of the leak was a misaligned wash arm. Fse replaced the wash arm lead screw assembly and performed all necessary alignments. Fse also cleaned the wash wheel and replaced aspirate probes and then primed the system several times. No leaks were noted. Fse then performed a routine system check which passed within instrument specifications. The misaligned wash arm was the root cause for the leak. (B)(4).